Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause is undetermined.

Event description:
This is a spontaneous report by a baxter employed healthcare professional from (B)(6) of peritonitis with culture positive for e. Coli (escherichia coli) in a patient coincident with dianeal pd2 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd2 ultrabag, dose and frequency not reported, intraperitoneally for peritoneal dialysis (pd). On (B)(6) 2011, the patient was diagnosed with peritonitis and was admitted to the hospital. The patient was treated with amikacin, 250mg/day ip and fortum, 1g/day ip beginning on (B)(6) 2011. Event outcome was unknown. Dianeal therapy was ongoing. Concomitant medications were not reported. Per the reporter, the event was not related to dianeal therapy.